Event description:
Right subclavian quad lumen central venous catheter was being inserted. Guide wire was difficult to withdraw after catheter placement. Guidewire was uncoiling but intact when removed. Diagnosis or reason for use: needed central line access. Dates of use: years.